Manufacturer narrative:
The reported event was confirmed use related. The root cause of this failure is "misconnection of supply and return lines". The device failed to met specifications due to the user. The product was used for diagnostic and treatment purposes. The failure was caused by the misuse of the product. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the arctic gel pad ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported the patient arrived with arctic gel pads in place from another hospital and stated that they were getting an alert 01 (patient line open) on the arctic sun device. The complainant thought they had narrowed it down to one of the universal arctic sun pads and the flow was currently at 1.8lpm. Target at other hospital was 34c, the target temperature was 33c and the patient temperature was 34.3c when arrived. The patient temperature was up to 35.1c now and the water decreased to 6.8c. Nurse confirmed they needed to add another universal pad for better coverage. Ms&s asked nurse to look for signs of heat generation -shivering, seizure, infection, and addressed per facility protocol.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported the patient arrived with arctic gel pads in place from another hospital and stated that they were getting an alert 01 (patient line open) on the arctic sun device. The complainant thought they had narrowed it down to one of the universal arctic sun pads and the flow was currently at 1.8lpm. Target at other hospital was 34c, the target temperature was 33c and the patient temperature was 34.3c when arrived. The patient temperature was up to 35.1c now and the water decreased to 6.8c. Nurse confirmed they needed to add another universal pad for better coverage. Ms&s asked nurse to look for signs of heat generation (shivering, seizure, infection, etc) and addressed per facility protocol.